Manufacturer narrative:
(B)(4)

Event description:
Following connection of the lead to the can, the lead was manipulated to verify the connection and the connector side of the lead detached from the lead body. The lead was replaced. The patient was stable at the end of the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found the connector pin and connector cap pulled from the connector assembly which possibly occurred due to excessive force applied during the time of implant. Evidence of solvent bond between the cap and the connector assembly was observed and the cap was found in place and intact on the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts.